Manufacturer narrative:
Updated data: b4, e1(name & email),e2,e3,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e4,g2,h6 (impact)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking. There was no patient harm reported.

Manufacturer narrative:
Additional point of contact: contact person name, email and phone number: (B)(6), contact department: biomed. Additional information: event site postal code: (B)(6). A getinge field service engineer attended the site and located the system to be repaired, performed visual inspection around the unit and everything looks as per normal. Performed leak test as per getinge specification and everything worked as per normal, performed all manifold test/pumping test and everything were within the specification. Fse visited site further investigation indicate a leak in the drive manifold assembly therefore the unit was removed from clinical use. The unit is out of service until all repairs is completed also the cable tie was replaced because it was damaged. This is an external place cable tie holding onto the display cable.